Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis due a drive train issue. There was nothing in alarm history pertaining to customer stated problem. The device was inspected and he drive train issues were from the plunger tube binding on the case gasket, it needed grease. The customer damaged the top case by impact and customer removed plunger tube grease. The operator replaced damaged top case and applied a light coat of grease on the plunger tube. Additional repairs were performed and function and delivery tests were performed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received stating device has a racked case and drive train issue. No adverse effects reported.